Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown . Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn 75 usp units blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: customer is experiencing high chloride values when using the non gel lithium tube. They are testing whole blood. When they send serum or plasma to quest the results are in the normal range. Customer is aware of differences of whole blood/plasma/serum values. Their normal range is up to 108, they are seeing values of up to 115.